Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of primary osteoporosis. It was reported that intra-op ,after balloon was inflated, the contrast agent leaked from one side during placing. While stirring the cement and waiting for it to reach an appropriate viscosity, the balloon condition was checked again with ap and it was noted that the right side was deflated, and immediately doctor found that the balloon was broken, the countermeasure was asked at that time, debride with saline was done. As contrast agent was unable to be noted even with ap, balloon was removed and the cement was injected and the operation was completed without problems. The balloon on both sides were in contact with each other, and it was found that the vertebral body was fully inflated. After the operation, when the balloon was inflated, there was a hole, and contrast agent leakage was noted. There were no patient symptoms or complications as a result of this event.